Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was observed in an unspecified location of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 26, 2021 to november 28, 2021. H10: the device was received for evaluation with the fill port cut and drained of the solution. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Visual inspection along with magnification could not verify foreign matter of entire fluid pathway. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.